Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: "it was reported that the safety came off while engaging it. Per email: we had another incident yesterday with the same device, the safety came off while engaging it."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: "it was reported that the safety came off while engaging it. Per email: we had another incident yesterday with the same device, the safety came off while engaging it."